Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the energy rep was present when circulator opened reload and noticed it was bent. The sled is noticeably warped. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The photographic evidence of the ecr60g staple cartridge was probably damaged during shipping and/or handling. However the photograph does not provide evidence relative to what may have caused the staple cartridge damage. Hands on analysis of the staple cartridge if it would have been returned may have provided some evidence to how the device may have been damaged. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.